Event description:
The patient contacted patient services again and stated that she believes the device was explanted due to a loose set screw connection. The patient was referred to her physician's office to confirm as we have no record of the device being explanted. The field representative was able to find out additional information that a revision procedure was performed due to a competitive right atrial (ra) lead dislodgement. The non-boston scientific ra lead was successfully revised and the device remains in service. According to the physician and the patient's chart, there was no issue with the device.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient contacted patient services and stated that she would undergo a revision procedure the following day due to an unknown issue possibly with the lead. The patient was unclear as to which lead had an issue. The patient was concerned that the physician discussed possibly explaining the device during the revision procedure, however she was also unaware as to why the physician would consider taking this action. The patient also noted that since the implant procedure, she has had a tick. She stated that the physician explained that the tick was likely due to laying on the surgical table for over three hours. The field representative is attempting to obtain additional information from the clinic. Additional information was received when the patient contacted patient services again and stated that a revision procedure was performed, due to an unknown issue possibly with the lead. The patient confirmed that the device and leads were not explanted. Patient services referred the patient back to her physician for further explanation of why the revision procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
The device was explanted following the patient's death for congestive heart failure. No allegations relating to the patient's death were received. The device was returned for analysis.